Event description:
Procedure: knee replacement. According to the reporter: the patient had an infection at the incision that was draining and open. A re-operation occurred on (B)(6) 2013. There was no bleeding of 500 cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).